Event description:
Interference with the icp curve when installing the sensor. No clinical consequences for the patient, but problematic because it prevents the results from being read. Th catheter was replaced by another catheter of the same reference.